Event description:
On or around 09/19/1999, an architect estradiol result had been reported which underestimated the level of estradiol. The pt was hospitalized for ovary hyperstimulation and an ovum aspiration was performed. Further info has been requested, but has not been received. No report of serious injury.